Event description:
It was reported that the customer had a button error alarm. The customer blood glucose level is unknown mg/dl. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
No unexpected button error alarms or excessive no delivery alarms noted during testing. All buttons functioned properly; however slight moisture damage on keypad traces noted. The insulin pump passed displacement test, prime test, basic occlusion test and excessive no delivery test. The insulin pump had a cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.